Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mp70 patient monitor failed to announce a red alarm for a low arterial pressure (invasive blood pressure) on (B)(6) 2019 between 12:00 and 13:00. No adverse event involving patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.